Event description:
The biomed stated the trend would not work. The bed is flat and will not go into trend. He stated the right trend area seemed like it was damaged. Bed was out of service.

Manufacturer narrative:
Technical support gave the biomed info from the service manual, man272 page 5-18 to check what parts were damaged. The biomed has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.